Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The claimed issue was related to internal leakage test failure during pre-use check. Identification of issue has been done by analyzing problem description. The issue was decided to be reported based on available information (no logs or no information about faulty part) as the initial description might have underlying causes, which represent a reportable event. Based on provided information, the customer re-tested the device and there was no problem with the machine. There was no information about the replacement of any part and no service inspection was required. The root cause to the reported issue has not been confirmed. .

Event description:
Manufacturer's ref #: (B)(4).